Event description:
It was reported that the resolute integrity drug eluting stent was unable to cross a lesion. Raised stent struts were noted on removal of the device. Information from the account confirmed the non- medtronic guide liner used in the procedure caught the stent, causing the struts to lift. No clinical sequelae reported

Manufacturer narrative:
Results: patient's condition affected effectiveness of device - vessel morphology, use of a guideliner suggests a complex difficulty anatomy; caused by another device - deformation. Conclusion: another device caused failure - deformation; device failure/lack of effectiveness related to patient condition; unable to confirm complaint - device not returned. (B)(4).